Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was also stated that the insulin pump was exposed to a CT scan. Prior to the hospitalization, it was stated that the customer was vomiting and she had not taken an injection to treat her high blood glucose. The customer was very low on test strips and was therefore guessing at her blood glucose and insulin amount to be given. Troubleshooting revealed that the programming was correct on the insulin pump. In addition, it was stated that the customer was taking medication for pneumonia.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.